Event description:
It was reported that a vented paclitaxel set leaked at the port. This occurred when while spiking a 500ml non-baxter bag of saline. The reporter stated that the leak occurred where the spike and the port tubing met. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded by the customer; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.